Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from switzerland that during service and evaluation, it was observed that the battery reamer device control unit did not function and the trigger was running ¿hard¿. It was further determined that the device failed the following pre-tests: trigger test and change 10 times from fwd to rev at full speed. The event did not occur during a surgical procedure. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.